Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Evaluation statement: the complaint device is not being returned, therefore unavailable for a physical evaluation. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, although one possible root cause is that the meniscus was not penetrated enough when attempting to deploy the second implant. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was discarded.

Event description:
The sales rep reported via phone that his true span 12 degree peek did not deploy the second implant during a meniscus repair. The first implant was removed. The surgeon did not need to damage or cut the meniscus to remove the implant. The case was completed with another like device. There were no patient consequences or delays. The device was discarded by the customer.